Event description:
During evaluation of a returned spectrum pump, the device keypad 2, 0 and 4 buttons were not working. No additional information is available. .

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device 2, 0 and 4 buttons were not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.